Event description:
Complainant alleged that during biomed testing the device would not charge beyond 150joules although energy was set at higher level. Complainant indicated that there was no pt involvement in the reported malfunction.